Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including date that the x-rays provided were taken, operative notes (primary and revision), whether there were any issues intra-op with seating of the liner, was it thought that the liner may not have been fully seated during primary surgery or that it has come loose and dislodged post-surgery, patient activity level, weight and medical history, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, what was done with the explanted devices post revision; why can the devices not be returned for analysis and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility / trifit ts revision of the shell, ecima insert, cocr liner, biolox delta ceramic head and stem after 2 days due to a post-op x-ray identifying that the liner was not seated correctly in the shell.

Manufacturer narrative:
Per -9837 final report. Additional information, including date that the x-rays provided were taken, operative notes (primary and revision), whether there were any issues intra-op with seating of the liner, was it thought that the liner may not have been fully seated during primary surgery or that it has come loose and dislodged post-surgery, patient activity level, weight and medical history, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, what was done with the explanted devices post revision; why can the devices not be returned for analysis and an update on the patient post revision has was requested in order to progress with the investigation, however, none of these details were provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility / trifit ts revision of the shell, ecima insert, cocr liner, biolox delta ceramic head and stem after 2 days due to a post-op x-ray identifying that the liner was not seated correctly in the shell.